Event description:
It was reported that: "in the past week, the same failure occurred on 6 patients. This generally occurs in less than 24h causing the patients to have the catheter recited as it is not functioning. For some patients within 4 hours of insertion. There was an interruption to treatment." Associated complaints 3006425876-2024-00688, 3006425876-2024-00689, 3006425876-2024-00690, 3006425876-2024-00691, and 3006425876-2024-00687.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "in the past week, the same failure occurred on 6 patients. This generally occurs in less than 24h causing the patients to have the catheter recited as it is not functioning. For some patients within 4 hours of insertion. There was an interuption to treatment." Associated complaints (B)(4).